Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they experienced high blood glucose of 481 mg/dl. The customer's blood glucose was 481 mg/dl at the time of call. The customer's grandmother stated that the drive support cap appeared normal. The customer's grandmother performed troubleshooting and did not find air bubbles, leaks and setting issues. The insulin pump will not be returned for analysis.